Event description:
A report was received that the patient had a pocket revision. The patient was feeling warmth, a burning sensation, and a shocking sensation within the ipg site. The physician believes the patient's symptoms were a result of the position of the ipg.